Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an iris interface cable. The customer states when plugging the interface cable into the console it caused the console to freeze and log itself out back to the login screen. A new iris interface cable was used with the same console and the issue was unable to be duplicated.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of console freezes up. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.